Manufacturer narrative:
The reported issue of dim segments was confirmed on 60 out of 60 returned boards. It was reported that 61 lvp display boards were returned; however, 60 boards were received. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 60 out of 60 lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Risk assessment reports dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification was issued to improve the manufacturing process. Review of the sn (B)(4) service history record showed the device had a manufacture date of 03-dec-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 10-nov-2020 and indicated that this device has not been previously returned for service. Only a display board was provided for investigation.

Event description:
The customer reported they need to replace 61 display boards because they have dim segments. There was no patient involvement.